Manufacturer narrative:
Additional information was received that the patients unbearable pain was a pre-existing pain and was also the cause of the fall. It was noted that stimulation helped the pain when it was on. It was also reported that the patient was doing well after reprogramming. No further course of action will be taken.

Event description:
A report was received that the patient experienced a couple of episodes of legs giving out and falling on the floor which occurred when the stimulation was on. It was also reported that the patient had unbearable pain.

Event description:
A report was received that the patient experienced a couple of episodes of legs giving out and falling on the floor which occurred when the stimulation was on. It was also reported that the patient had unbearable pain.